Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during the implant attempt, the physician was unable to get the lead to track down to the target vessel. Only the wire would pass. The lead was not implanted, nor was another lead attempted. No patient complications have been reported as a result of this event.